Manufacturer narrative:
(B)(4). Evaluation, results: very calcified lesion. Pre dilatation not carried out. Force applied during attempted advancement. Stent deformation. Evaluation, conclusions: very calcified lesion. Pre dilatation not carried out. Attempting direct stenting and using some force. (B)(4) stent damaged during procedure.

Event description:
A 2.75mm x 24mm endeavor sprint rx drug-eluting stent was inserted into a patient for treatment of a very calcified unknown lesion. Pre-dilatation was not carried out. It is reported that the stent failed to cross the lesion and the device was removed from the patient. When the device was removed the physician noted that the stent was deformed. Patient status post procedure was reported to be okay. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing site for evaluation. The 1st ten proximal stent segments were intact. A number of stent struts on the 11th proximal segment were raised and pulled distally over segment #12. Some struts on the remaining mid and distal segments were deformed. Information received from the account confirmed that resistance was encountered and force was used when attempting to advance the stent across the target lesion.